Manufacturer narrative:
D4: lot g24l12632 was reported, however the lot is not recognized by the system. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of three of automated peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from an unspecified location of the homechoice cassette that led to this alarm. The leak was further described as "there was moisture under the supply bag." Renal therapy services (rts) assisted the hp to clear the alarm and remove the supplies. Rts recommended the use of manual supplies and advised the hp to contact their nurse regarding the missed therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.